Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer's comments of sensing and impedance issues, all continuity tests were ok and there was correct resistance between pins 3 and 5 and no intermittent or shorted connections were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, after a short time of use with the analyzer cables, the atrial channel showed too low of sensing and high impedance. It was noted that the sterilization and cleaning process was normal, and that it was only the atrial channel that was showing the malfunctions with the cables. The cables were replaced, and are expected to be returned. No patient complications have been reported as a result of this event. It was further reported that the product had been returned to service (both cables).